Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the compact plus system. Reference medwatch report with patient identifier (B)(6) for the mobile system.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the compact plus system. Reference medwatch report with (B)(6) for the mobile system. The customer returned a drum that contained 1 test strip. When attempting to compare the result from that strip to a reference system, an error was made by the tester with the reference system making the value obtained from the returned strip unusable. Retention testing was completed and retention results were acceptable.

Event description:
Reporter stated the customer received the following results on 2 different meters within 10 minutes: 18.0 mmol/l, 16.0 mmol/l, 8.3 mmol/l (mobile system) and 7.4 mmol/l (compact plus system). No action was taken based on the results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation and replacement was sent.